Event description:
It was reported during a procedure visual analysis revealed noise a kinked on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was recovering after the procedure.